Event description:
At about 6 months after the primary surgery, the patient came in reporting pain due to an intra-prosthetic dislocation and the cause is unknown. The surgeon revised the head and added a sleeve. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10-nov-2022: lot: 2108568: (B)(4) manufactured and released on 23-sep-2021. Expiration date: 2026-09-09. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Additional device involved: batch review performed on 10-nov-2022. Liner: mpact dm 01.26.2854mhc double mobility hc liner 28/dmg (k092265) lot: 2118110: (B)(4)manufactured and released on 10-mar-2022. Expiration date: 2027-01-13. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review